Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient fell , the post was in place . There was no spin out . They thought the tray may have been loose since she fell and it wasn¿t . Don¿t know when surgery was first done years ago from the surgeon at jfk . No instruments broken or delays of surgery based on product .

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient fell and the insert was loose. Doi: unknown; dor: (B)(6) 2020 left knee.